Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that one of the aquacel ag extra dressings was not sealed properly, affecting the sterility. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) have been checked and all pm¿s were completed. Lot # 8a05027 was sterilized and released on review of results of sterilization. All the results were within specification and products were released in compliance with standard operating procedures. The production process, in process testing and packaging of products was run in accordance with process instructions for sterile machine doyen 3. Visual inspection performed in accordance with test method and was completed at the beginning of the order and every hour following until he order was completed. No nonconformity was registered during the manufacturing process of lot 8a05027. This is the only complaint for the affected lot registered within tw8.7. Two (2) photographs have been received for this complaint and were evaluated in accordance with the work instruction. The photographs confirm that this is a convatec product and they confirm the complaint issue. A nonconformance with root cause investigation were complete for this issue on machine doyen 3. The root cause was identified to be an issue with reject gate timing. The reject gate was overhauled and there is no longer an issue with the reject gate. The investigation has been completed and closed. Operators will be made aware of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.